Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a review of the pump history indicated that the pump was manually suspended and resumed as follows: suspended (B)(6) 2016 at 21:15 and resumed at 22:03; suspended (B)(6) 2016 at 19:45 and resumed at 21:11; suspended (B)(6) 2016 at 12:03 and resumed at 14:57. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions occurred during testing. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room for low blood glucose (bg) of 22mg/dl with severe dizziness, cognitive impairment, and unsteadiness when standing/walking. The patient was reportedly treated with intravenous (IV) glucose and IV fluids and discontinued insulin pump therapy. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia and the pump could not be ruled out as a contributor.